Event description:
2002 information obtained alleges the bed has an unintentional movement. Alleged foot injury occurred when patient got out of unit in which the patient alleged run up by itself the night. The injury could not be verified.